Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon ruptured occurred. The 100% stenosed, total occlusion lesion was located in the moderately tortuous anterior tibial artery (ata). The 2.0 x 40mm x 145cm sterling es mr was approached from the ipsilateral and upon the first inflation at 8atms the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).